Event description:
It was reported that the sensor experienced an anomaly. The caller stated that the cannula was missing right after the sensor was inserted. The caller did not know the blood glucose reading. The caller was advised to replace the sensor and a request was made to have the device returned for analysis.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used elite sensor found the sensor cannula was retracted inside of the sensor. Unable to confirm if the customer received the sensor damaged due to the customer returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.